Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump got not pumping errors. The customer's blood glucose value was unknown. The insulin pump did not rewind correctly and only allows him to rewind to add up to 150 units, insulin pump rejects new batteries very often, diminished battery life, pump and meter do not communicate, scratches on screen and clips are broken off on back. The device will not be returned for analysis.